Event description:
Additional information was received that the root cause of the high rate episodes was found to be related to the minute ventilation sensor (mv) programming. The mv sensor was found to be programmed off, while the accelerometer was left programmed on. Programming changes were made and the patient performed a hall walk. During the hall walk, no further rate jumps were observed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced fatigue with exercise and exertion. It was reported that the patient had been seen several times for programming changes for optimization of the sensors, however, the patient developed atypical chest pain and was admitted to the hospital. Several high rate episodes were observed in the 110-120 beats per minute (bpm) range. Boston scientific technical services (ts) was contacted and discussed programming options. It was unknown if the high rates were related to the patient condition or sensor driven pacing. No additional adverse patient effects were reported. This product remains implanted and in service.